Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a battery alarm. It is unknown if there was any patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a cut in power cord. It is unknown if there was any patient involvement.

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel. The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The getinge national repair center(nrc) verified the power cord reel assembly has physical damage (cut line cord). Nrc is unable to install the power cord reel assembly into cardiosave test fixture as per specifications of the cardiosave service manual . Retaining the power cord reel assembly in the nrc per procedure.